Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported output circuitry damage was confirmed in the lab. The damage to the circuitry was consistent with that generated with application of hv energy through a shorted hv lead. Noise signals were noted on stored egms but could not be confirmed by bench testing. Since the associated lead was capped, no further analysis was possible without return of the lead. (B)(4).

Event description:
It was reported that the device was in backup vvi mode and therapy was not available. Patient was discovered at home unresponsive and had to be externally defibrillated. The device was restored in ICU. Review of the egms observed aborted therapies due to oversensing of noise. The system was explanted and replaced after patient stabilized.